Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (m31 air detected in cassette warning) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The fifteen minute self-test / treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air detected in cassette message during drain 2 of 4 dv=814ml of 1,504ml. During troubleshooting the patient removed the cassette and there was moisture on the outside of the cassette and on the pumps in the door. The patient was advised to contact the clinic nurse. Follow up with the clinic indicates that the patient did not notify the clinic of the fluid leak. Follow up with the patient indicated that there was no complications as a result of the alleged event of fluid leak. The liberty select was replaced.